Event description:
It was reported that during a laparoscopic cholecystectomy, the device was fired and the jaws were clamped on tissue and would not open. Device was removed from the tissue with no patient consequences. Another device was used to complete the case.

Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.